Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer did not see the malfunction code reoccur after a reset. Technical support provided pump reset information and helped the customer reset the pump. The customer was advised to continue using the pump and to contact support again if the issue recurred.